Event description:
A surgeon reported a patient with a myopic surprise following intraocular lens (iol) implant surgery. In a follow up, the surgeon does not think the lens is defective, but does not know the cause. The patient is reported to be happy with her vision. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional information was requested 10/07/2010 and 10/29/2010 by phone, fax and mail. Additional information was received 10/07/2010 by phone. A completed questionnaire has not been received. (B)(4).